Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). A visual examination of the complaint device revealed no issues. The gauge returned to 0 atm and no cracks were found in the luer as no water leaks occurred. A functional evaluation was performed and the gauge needle did not move when the pressure was being applied. Based on the condition of the returned device, the noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause of this complaint is handling damage.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the bile duct during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the inflation was confirmed under fluoroscopy but the pressure meter did not move. When attempting to apply pressure, a little movement was noticed in the gauge meter. The inflation was completed through the aid of fluoroscopy. Subsequent to the procedure, a crack/damage was noticed in the joint part of the syringe side of the connection tube. The procedure was completed at this time. There were no patient complications reported as a result to this event.